Event description:
In 2005 the lay user/pt contacted lifescan (lfs) and alleged that her one touch ultra meter was reading inaccurately high. The pt informed the mas that on a day in 2005, at 9:00am, her "top of head felt funny." She tested her blood pressure first, which was "regular". Then she decided to test her blood glucose on the subject meter and received a result of 202 mg/dl. She only tests her blood glucose once a week and the last time she had tested prior to this was the week before. After the test, she took a "pill" on her own. She was taken off her pill by her doctor 6 weeks ago, but took one on this day on her own since she thought that her "blood sugar was high", at 9:45am, she went to church. She did not recall if she ate anything that morning prior to leaving for church. Around 12 noon, she did not recall getting into her car, but she went off the road and into the river. Th pt thinks that she passed out until 4 pm. She stated that she was not given any treatment for her diabetes as she told that her blood sugar was "normal". She was kept in the ICU for 4 days since her ribs were broken due to the accident. The pt did not want to troubleshoot the meter with the mas and did not have the test strips used at the time of concern anymore. Her testing technique was determined to be correct by the customer service agent. However, the pt was unable/unwilling to answer if the meter was set in the correct unit of measurement at the time of concern. The product was functioning as intended. There is no indication that the meter was not reading accurately. However, the pt took medication against medical advice, and there is a possibility that it may have resulted in low blood glucose levels and the car crash. She was experiencing the symptom prior to testing that morning and a time frame of 3 hours elapsed between the meter results and the time she got into the car.